Event description:
It was reported that air embolism and st segment elevation occurred. The opticross hd imaging catheter was selected for post percutaneous coronary intervention intravascular ultrasound. Test imaging outside the patient showed a good image, but when the catheter was advanced into the vessel, a dark image was seen. The catheter was flushed which initially resolved the issue. As pullback was performed however, the image became dark again. More flushing was performed and minor air embolism was noted. The run was allowed to finish and vessel imaging was completed successfully. After the catheter was removed, very minor st segment elevations were noted. Cardene was given and the st changes resolved immediately. The vessel was analyzed and the procedure was deemed complete. The patient fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device appearing to be in good condition. Impedance testing showed an electrical open at the distal wave form. A transducer level impedance test with a microprobe could not be performed due to the condition of the transducer. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
It was reported that air embolism and st segment elevation occurred. The opticross hd imaging catheter was selected for post percutaneous coronary intervention intravascular ultrasound. Test imaging outside the patient showed a good image, but when the catheter was advanced into the vessel, a dark image was seen. The catheter was flushed which initially resolved the issue. As pullback was performed however, the image became dark again. More flushing was performed and minor air embolism was noted. The run was allowed to finish and vessel imaging was completed successfully. After the catheter was removed, very minor st segment elevations were noted. Cardene was given and the st changes resolved immediately. The vessel was analyzed and the procedure was deemed complete. The patient fully recovered.